Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported the bottom portion of the battery pack was cracked. Since this event occurred at the service center, there was no pt involvement during this event.